Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/14/2023, that on 12/11/2023 the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection at the needle puncture site. The event occurred four days after the sensor had been inserted in the upper buttocks. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a health care provider who prescribed an oral antibiotic medication (flucloxacillin) for the infection. At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.